Event description:
This valve was explanted due to pv leak and insufficiency confirmed by echocardiogram. According to the info received, the pt did "well" for the first 9 months after implant then developed symptoms. The pt underwent catheterization in 2001. During the procedure, pt went into cardiac arrest and was taken directly to the or. The valve was replaced with sjm 21cavg-404 and the pt expired in the or. Additional info has been requested.